Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint reported that the abutment screw loosened. The reported complaint could not be verifiable due to the nature of the event and lack of returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Evaluation codes. Additional narrative.

Manufacturer narrative:
(B)(4). Product will not be returned by the cust.

Event description:
It was reported that the unknown zimmer screw loosen in the patient's mouth.